Manufacturer narrative:
Concomitant medical products: product ID 3889-33, lot# va1aq3x, implanted: (B)(6) 2017, explanted: (B)(6) 2017, product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received by the manufacture representative (rep). The patient reported the event to the manufacturing company. The cause of the short was not determined. The cause of the short implantable neurostimulator (ins) battery longevity was not determined either, but the call center made it seem like the issue may have been caused by the high impedance and high amplitude the patient had their ins at. Patient weight is "n/a" and the affected devices will not be returned for analysis. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
No new information.

Manufacturer narrative:
Event date is approximate. Concomitant medical products: the main component of the system and other applicable components are: product ID: 3889-33, lot# va1aq3x, implanted: (B)(6) 2017, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer¿s representative (rep) regarding a patient who was implanted with a neurostimulator. It was reported that the rep was in a revision case due to a lead issue. When they checked the implant battery the capacity was 90-100% and the longevity was 1-6 months, and the battery was noted to be about 1 year old. The rep wanted to know if the implant should be replaced. The rep stated the electrode 0 was less than 50 and that was part of the programmed setting. It was suggested that the rep test at 3 volts, try to program the 0 electrode out of the equation to see if the longevity would be longer. The rep either lost connection or disconnected. The rep called back to report they were seeing a low value of less than 50 on the group impedance when testing with the old implant. The rep stated there was a pair involved in the short, but they were not sure of the exact electrodes. The rep stated they thought they saw c-0 as a short during testing and the patient was using 1-3+ for programming. The rep mentioned that the implant had short longevity and appeared to be 90-100% used and only had 1-6 months remaining when they thought the patient was using low settings. The patient¿s lead revision was due to bad impedances and lack of efficacy. It was reviewed that the lifespan of the implant may have been diminished due to the short. They were considering implanting a new implant. The implant was replaced, the impedance issues were resolved after the new lead was placed, and the patient was feeling stimulation in the appropriate area. No further complications were reported.